Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. Ighty samples were randomly selected. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-eight samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Previous investigations have revealed that processes variations during lubrication application can created clogged needles. A device history record review was completed for provided material number 305916, lot 2024138. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2024138 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 of the bd safetyglide¿ needle were clogged. The following was received by the initial reporter: the needle is clocked and the vaccine is not coming out of the needle. Customer has experienced this a total of 5 times.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.